Event description:
It was reported that impedance measurements of >4000 ohms were found on all of the unipolar pairs. The device system included a (B)(6) lead and they were having a difficult time getting the lead to go into the implantable neurostimulator (ins). They finally got the lad to go in the ins header by using a dilator to push the lead in. Initially, the ins was not in the pocket but once the ins was back in the pocket, all impedance issues were resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).